Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of an image provided was consistent with a needle driver instrument.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the surgeon noted the large needle driver instrument could not be manipulated properly and did not grab well. The procedure was completed with no reported injury.